Manufacturer narrative:
Covidien reference number: (B)(4). An authorized third party service engineer evaluated the device, found the motor bearing was broken, replaced the bearing and the compressor and ventilator worked properly.

Event description:
It was reported that during set up a ventilators compressor motor was not working and the ventilator had an air loss alarm. The compressor was the ventilators primary gas source. The ventilator did have an oxygen source. There was no patient involvement.